Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. After contacting technical support, the caller was guided through a pump reset, which resolved the error, and the caller was advised to wait 20 minutes before starting a new sensor session.